Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported, needle hub separated stated, shields are difficult to remove 2 syringes affected, (B)(6) 2020); stated, it also happened one day last week but she could not remember the date. Lot: 9280140; catalog: 328468; date of event: (B)(6) 2020."

Manufacturer narrative:
H.6. Investigation: customer returned one (1) loose 31gx8mm, 0.5ml bd insulin syringe. Consumer reported: needle hub separated, stated, shields are difficult to remove. The returned syringe was examined, and it was observed that the needle hub/shield assembly was separated from the syringe barrel; no damage to the barrel tip was observed. A review of the device history record was completed for batch# 9280140. All inspections and challenges were performed per the applicable operations qc specifications. There were three (3) notifications [200852449, 200852357, 200852361] noted that did not pertain to the complaint. There was one (1) notification [200851653] noted for out of spec shield pull. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Root cause: a quality notification (zm) #200851653 was created for oos shield pull. Debris was collected on the dial. Corrective action: cleaned the debris out of the dial. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle hub separated from the bd insulin syringe during use. This occurred on 2 separate occasions, but the dates are unknown. The following information was provided by the initial reporter: "consumer reported, needle hub separated, stated, shields are difficult to remove 2 syringes affected, ((B)(6)2020), stated, it also happened one day last week but she could not remember the date. Lot: 9280140, catalog: 328468, date of event: (B)(6) 2020".